Event description:
Healthcare professional reported "left breast projection discomfort, implant rupture. Ultrasound signs of diffuse mastopathy. The ultrasound picture does not rule out the deterioration of integrity of the left silicone endoprosthesis with the presence of focal formations in the left mammary gland (heleomas?)" The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/jun/2024.

Event description:
Healthcare professional reported left side "breast projection discomfort, implant rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued postal code e1: (B)(6) continued phone number e1: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "breast projection discomfort, implant rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of pain and rupture was reviewed on may 21, 2024. It is possible, to determine the lot number 3010575 and catalog number n-27-mx110-255 of the photos provided. Visual analysis of the photographs identified. Pain: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.